Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged and a piece had come off. The customer reported that she was currently using tape to hold the reservoir in place. Blood glucose level at the time of the incident was 583 mg/dl. Customer reported that insulin was not being dispensed properly due to the reservoir not being held in place securely. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.